Event description:
The pt reportedly experienced sound quality issues during use of implanted device. External equipment was exchanged, however, this did not resolve the issue. Pt's device is scheduled to be explanted.